Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found that the distal coil was over-torqued near the connector pin. As a result of the over-torque condition, the distal insulation was damaged which created an electrical short and could have caused a capture anomaly.

Event description:
It was reported that the lead dislodged. The physician attempted to reposition the lead and the lead exhibited loss of capture. The lead was explanted and replaced.